Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the customer's blood glucose (bg) level was 620 mg/dl and correction boluses were delivered in an attempt to lower the bg level. The customer was vomiting and fell into a diabetic coma due to diabetic ketoacidosis (dka). The customer was hospitalized and was treated with intravenous insulin and fluids. The customer was discharged 3 days later with the high bg and dka resolved. The customer did not know the cause of the high bg and thought that the cannula may have been kinked. However, there was no reported observed damage to the cannula. As the event had occurred in the past, tandem technical support was unable to troubleshoot.